Event description:
It was reported that the customer had blood glucose levels of 631 mg/dl and in the 300 mg/dl range. It was also reported that the insulin pump has a delivery anomaly. The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 96, blood glucose reading in the 300 mg/dl range. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.